Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was 7f and for the interventional procedure the sheath was not upsized. Reportedly, when retracting the plunger a cuff miss occurred, no suture was captured. The proglide was removed and a second proglide device was used. The sheath was not upsized and the interventional procedure was completed. Hemostasis was achieved using the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.